Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit. The home patient (hp) woke up and found that he was disconnected and had drained fluid out in bed. The technical service representative (tsr) assisted to clear the alarm and referred the hp to the nurse. The hc unit was operational. No patient injury or medical intervention was reported. On (B)(6) 2009, the hp was contacted and he stated that the patient line became disconnected from the transfer set. The hp stated that he saw his nurse yesterday (B)(6) 2009 and everything is ok.

Manufacturer narrative:
(B)(4). The customer discarded the sample.